Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product-articular surface catalog#:42511000411 lot#:62840688, femur component catalog#:42502605801 lot#:62946618. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted

Event description:
It was reported that patient who underwent knee arthroplasty approximately one (1) year ago and complained of pain due to tibia loosening. The stem tibia was replaced on unknown date.